Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.

Manufacturer narrative:
The customer reported an unspecified tubing issue. It was observed that the received set sample's male luer was damaged. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. No other issue was observed. Further testing of filling the syringe with fluid and attaching to the as-received samples was done. The fluid was pushed through and no leak was observed. The tubing was then clamped to create backpressure while fluid was attempted to be pushed through. No leaks were observed. The root cause was identified as design of the male luer component.

Event description:
An unspecified tubing issue was reported that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.